Event description:
It was reported that when the physician attempted to program the device to odo, aai behavior was observed. The device was programmed to a lower rate, resulting in appropriate behavior.